Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cartridge was not returned for eval therefore the exact cause of the arterial pressure alarm cannot be determined. Device labeling includes instructions for troubleshooting this alarm. A blood loss should not occur if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial access pressure alarm occurred during a routine hemodialysis treatment that could not be resolved. Rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.